Event description:
A vectra graft was implanted in the upper arm as a last resort life saving measure for emergency av access since an access catheter could not be used for this pt. The graft was dialyzed successfully, using a one needle method, within 24 hours. Several weeks later, the dialysis technique changed to using 2 needles per session. The graft occluded and a thrombectomy was performed. The surgeon reported that approximately a 3cm length of the graft's outer layer was missing, and the external support was loose. Although the middle layer appeared intact, it appeared compressed, causing an occlusion. This segment was located 2cm from the arterial anastomosis. A portion of the graft was explanted.